Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, which resolved the issue, and was advised to continue using the pump and to call back if the malfunction reoccurs.